Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted to treat stress urinary incontinence with concurrent cystoscopy. It was also reported that following insertion the patient experienced pain, erosion, extrusion and recurrence. It was further reported that patient underwent mesh revision on (B)(6) 2005 and (B)(6) 2006. Additionally, it was reported that due to ¿slight mesh erosion¿, the patient had mesh trimmed twice in office on (B)(6) /2005 and (B)(6) 2006 with relief of discomfort. No further incontinence noted post implantation of mesh. No additional information was provided. (B)(4).